Event description:
The pt experienced signs and symptoms of withdrawal, return of pain, headache and accumulation of fluid in the pump pocket site. The pump delivered dilaudid 2 mg/ml at 0.18 mg/day. The catheter segment was explanted and replaced on (B)(6) 2010. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Accumulation of fluid in pocket. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.